Event description:
On (B)(6) 2012 the patient reported that the rubber keypad was almost entirely peeled off and that the okay button required a few presses in order to achieve the desired response. The patient stated that the okay button was also sticking at times. It was said that the functional issues began prior to the visible damage which began about two weeks prior to the contact. The patient reported that the sticking became worse since the peeling began. Due to the peeling keypad the patient confirmed awareness that the pump was no longer waterproof. The patient claimed that blood glucose (bg) after swimming was elevated due to the removal of the pump for long periods of time. There were no bg values, signs/symptoms of hyperglycemia, or need for medical intervention reported. Thus there is no indication of an adverse event related to this complaint. This complaint is being reported based on the conclusion that the button unresponsiveness and stickiness could not be resolved at the time of the contact.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling and lifting at the ok button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the ok button had intermittent/delayed response requiring multiple presses to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.